Event description:
One patient with discrepant ck-mb & tnt results. Initial results from 2007 gave ck-mb of 20.67 ng/ml & tnt of ng/ml. About 2 days later, the initial patient plasma and serum samples were re-run giving ck-mb results of 4.38 & 4.51 ng/ml respectively, and tnt results of <0.010 ng/ml for both sample types. No adverse events reported in association with the incorrect results. The field service representative was unable to determine the root cause. Performance tests were performed which were within specifications.